Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The level detection board had shorted out. This was likely due to fluid leaking from the top of the probe of the provue analyzer. The fe replaced the necessary components and performed several primes without leakage. The repair has returned the analyzer to expected operation.

Event description:
The customer indicated that they observed the presence of smoke on the ortho provue analyzer. Smoke from the equipment may have the remote potential for fire. No harm was reported as a result of this incident.